Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. The performance evaluation could not be completed due to improper or ineffective cleaning and maintenance of the equipment. If add'l info is rec'd, a supplemental report will be sent. (B)(4).